Manufacturer narrative:
One therapy pca was returned for failure analysis. The specified problem was duplicated; confirmed water damage to the pca beyond repair. The pca failed charge/shock tests. No repair possible to this therapy pca. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to a potential failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. Upon conclusion of the evaluation, it was determined that multiple parts needed to be replaced due to water damage. The nbp module, spo2 pca, therapy port, small parts kit, power pca, processor pca, therapy pca, capacitor, battery pca, speaker, measurement module, c02 module, printer assembly, optical switch, printer pca, and display assembly were all replaced and the device passed all performance assurance testing. The device was returned to the customer site and no further evaluation is required at this time.

Event description:
This case is a continuation of tw legacy (B)(4). It was reported to philips that the device was damaged after being dropped into water. There was no patient involvement.